Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that part of the programmer screen was not responding to the stylus. The users tried to re-calibrate the stylus and to replace the stylus but the screen still did not respond.

Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer stylus was out of calibration and could not be properly calibrated due to the misalignment. Analysis also noted that the power cord bay was broken. The touchscreen connector was cleaned and reseated and the stylus was calibrated. The power cord bay was replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working properly, even after calibration. The programmer was returned for service. There was no patient involvement.